Manufacturer narrative:
At the time of the reported event, an employee was commanding the table to go into trendelenburg position when the table rail became caught on a piece of equipment mounted near the table. This caused the table base to lift off the floor and stop articulating. When the table base became elevated, the table's pressure switches, which determine if the table is locked, suspected the floor locks became unlocked, prompting an "unlock" alert on the primary hand control; the hand control will show the table is unlocked even though the floor lock cylinders are extended. In an attempt to lower the table, the employees incorrectly utilized the primary hand control, rather than the back-up hand control, with the table's back-up foot pump. When the "unlock" alert is activated, the primary hand control is not intended to function. At the time of the reported event, a steris service technician was onsite at the user facility. The technician was able to assist the employees in lowering the table. The reported event is attributed to user error. The area surrounding the table was not properly cleared of all equipment, resulting in the table rail to get caught, the table base to lift and the floor locks to indicate they were unlocked. The employees present during the reported event were also unaware of the secondary hand control of the table backup control system. The 4085 surgical table operator manual states (p. 1-3), "failure to keep all personnel and equipment clear of the table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." The 4085 surgical table operator manual also states (p.4-7), "the steris 4085 general surgical table is equipped with an auxiliary control system. This system can be actuated at any time and allows table operation in the event of primary control malfunction. A pedal (foot pump to provide hydraulic power) and override hand control are located on the right side of the table base behind a cover panel and are used for table movements." The account manager will conduct in-service training to the customer on proper use of the 4085 surgical table.

Event description:
The user facility reported that during a patient procedure, the 4085 surgical table became unlocked. The patient was safely transferred to another surgical table and the procedure was successfully completed. No report of injury.